Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy, for the third firing, the reload was loaded and the tissue was clamped. When the surgeon attempted to fire, the knife did not advance and unable to fire. Then the stapler was replaced and stapling was completed without problems. There was no patient injury.